Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was analyzed. Analysis of the data/database found the customer comment of communication issues was confirmed. Communication was lost and/or latent. Continuation of d10: mc1vr01 implantable pulse generator (ipg) 24967 patient connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, a communication failure of the patient connector and leadless implantable pulse ge nerator (ipg) occurred during measurement. There was no improvement after repositioning the patient connector, re-interrogating and reconnecting the patient connector. The tablet supporting the mobile programmer application and patient connector were replaced but this failed to resolve the issue. The measurement of the leadless ipg was completed successfully. It was also reported that the leadless ipg exhibited possible noise. No patient complications have been reported as a result of this event. It was further reported that it could not be confirmed that noise was generated. It was further reported that it could not be confirmed that noise was generated.